Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387-40 (lot: 0207845709); product type: 0200-lead; implant date (B)(6) 2014; explant date (B)(6) 2024, brand name activa; product ID 37085-60 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with dystonia who underwent deep brain stimulation developed an infection at the site of the head lead. The infection was reported by the patient's family, and the entire deep brain stimulation system was explanted in 2024. The issue was resolved following explantation. No patient complications have been reported as a result of this event.